Manufacturer narrative:
(B)(4). Date of initial report: 07/14/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported burning of patient's field, physician's jacket, and patient's leg and buttock while a forcetriad generator was in use. Use of betadine 5% during procedure for disinfection. Burning was stopped with sterile water and procedure was completed by another physician.